Manufacturer narrative:
(B)(4).

Event description:
On 2015-11-30, information was received from a consumer regarding a patient who was receiving fentanyl (drug details unknown) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, clonidine and bupivacaine were added to the fentanyl in the pump; fentanyl was at 600.1 mcg/day, clonidine at 100.1 mcg/day, and bupivacaine at 6.001 mg/day. Since the drug was changed in the pump, the patient's pain has worsened, and they cannot sit straight up in bed. The pump was implanted for their left leg, but now, "it was going wild" over the rest of their body. The patient noted that "a couple of adjustments" have been made since the medication was changed on (B)(6) 2015. As of (B)(6) 2015, the patient stated that their right leg use is "gone," and it was causing them to fall. Additionally, the patient had groin, hip, and stomach numbness. There was no allegation made against an implanted device. The patient had been trying to get a hold of their healthcare provider (hcp) for a week to address their symptoms, but also noted that the situation was being addressed by their hcp. On unspecified dates, the patient stated that they were given oral tramadol and received lumbar blocks. On 2015-12-31, additional information was received from a consumer. The patient reported having numbness in (B)(6) 2015 due to bupivacaine being added into the pump. She would sporadically get a loose feeling and go numb in her right leg. She would fall and have numbness in her abdomen. The patient stated this was because she believed the doctor had delivered too much numbing medication (bupivacaine) from the pump and that the drug bupivacaine had since been removed from her pump. Additional information regarding clarification of the patient's worsened condition (device issue or patient/therapy issue), diagnostics, cause, actions/interventions, and resolution of the patient's worsening symptoms has been requested. If additional information is received, a follow-up report will be sent.